Manufacturer narrative:
The reported complaint that the autopulse platform (sn: (B)(6) was displaying an unknown error message was confirmed in the archive data but not confirmed during functional testing. Based on the archive data, the autopulse platform had displayed user advisory 12 (lifeband not present) multiple times on the date reported by the customer. However, this advisory message could not be replicated during functional testing. It is possible that the user was attempting to power up the autopulse platform without a lifeband inserted. The archive indicates that no weight was detected on the device when the ua12 advisories occurred. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (ua) 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. The autopulse platform passed the initial functional testing without fault or error. The autopulse platform passed functional tests with multiple known-good lifebands. Following service, the autopulse platform passed all testing criteria.

Event description:
The customer reported that during patient use, the autopulse platform (sn: (B)(6) was displaying an error message. The customer does not know what the error message was. The customer did not provide any further information. The patient's status information was requested, but the customer did not provide a response.